Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 13oct2020.

Event description:
The customer reported they cannot turn the unit off. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4:08oct2020. B4:04mar2021. H11:g5:k102985. H10: additional information was received indicating that the device was in patient use at the time of the reported failure. The patient was moved to an alternate ventilator as a result. There was no patient harm reported. The customer reported that the unit started alarming while in clinical use, and the alarm could not be silenced/rest, the touchscreen was unresponsive, and the unit was unable to turn off. A philips field service engineer (fse) was dispatched for an additional on-site evaluation. A review of the event log revealed error codes related to ventilator restart due to anomalies detected during operation, backup alarm failure, alarm light emitting diode (led) failure, 35v supply failure, auxiliary alarm supply failure, cooling fan speed error, and blower stalled. The fse suspected possible failures with the central processing unit (cpu), power management (pm), motor controller (mc), or user interface (ui) boards. The customer declined service and decided to retire the unit due to its age and repair cost. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.